Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a popliteal angioplasty procedure with a small hole sheath. Reportedly, there was resistance advancing the starclose se. The vessel locator wings were deployed and open. There was resistance when advancing the thumb advancer and splitting sheath. The device completely pushed out of the groin. This resulted in the use of manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The failure to cut was not confirmed. The patient device interaction problem and difficult to insert are related to case conditions and cannot be replicated in a laboratory environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received and the returned device analysis the cause of the reported issues cannot be determined. In this case, it is possible the sheath was not clipped in (step 1). If the sheath is not clipped in when pushing the thumb advancer, the sheath would not cut and would cause the device to back out (unintended motion) and cause loss of vessel access. The difficult to insert would be related to the sheath not clipped. However, the device condition indicates successful deployment. It is possible the angle of the device was too steep; however, there is none of the normal indicators to confirm. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1430 was removed.